Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that." Everything seemed normal, I think that I remember the scrub tech dropping the nail holding bolt and they had to flash it, but everything else was normal. Surgeon followed the steps in the op tech and put the nail in without any complications. His office contacted me in 2009, telling me that the nail had fractured".